Event description:
Legal counsel for patient reported that patient underwent a total right hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of elevated metal ion levels. A review of revision operative notes confirmed the presence of an inflamed pseudocapsule. Patient medical records indicated the modular head was removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Not returned by attorney.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-03658 & 2014-02693).

Event description:
Legal counsel for patient reported that patient underwent a total right hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of elevated metal ion levels. A review of revision operative notes confirmed the presence of an inflamed pseudocapsule. Patient medical records indicated the modular head was removed and replaced during the revision procedure. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in the physician's notes reported the patient underwent a total left hip arthroplasty. Review of invoice history confirms the procedure was performed on (B)(6) 2013. No revision procedure for the left hip has been reported.